Manufacturer narrative:
Qc was run within 24 hours of the event and the results were within range. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection.

Event description:
The initial reporter complained of a discrepant high glucose result for 1 patient tested on accu-chek inform ii meter serial number (B)(4) compared to the laboratory. The result from the meter at 11:35 a.m. Was 410 mg/dl. The result from the laboratory from a sample drawn at 11:47 a.m. Was 107 mg/dl.